Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports her group a used to stimulate her left leg, yesterday she started feeling the vibration on her ins pocket site. Caller reports she has an appointment scheduled with her physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported that when they turn on the therapy the vibration seemed to go towards the battery and not to the leg. When asked about the event date, pt mentioned "it's been happening for a few months". Pt mentioned that they had 2 resets with their device to fix the same issue; last month was the 2nd reset by a different rep (2nd) and the first reset was done a few months before by the first rep. Pt mentioned the night after the 2nd reset the issue came back. When pt reached out to the 2nd rep pt was advised to call patient services. Agent provided information and redirected pt to their managing physician. Pt then mentioned that they only see a nurse practitioner and that they were informed that they cannot do an MRI due to the device being old. Agent reviewed information to pt and explained that they really need to reach out to their doctor.